Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having inaccurate readings. The insulin pump was attempting to suspend. Blood glucose was 215 mg/dl and sensor reading was 67 mg/dl. Customer was wearing two insulin pumps. Troubleshooting for sensor issues was performed. Customer was advised how to properly calibrate the sensor and how what to avoid. No further information reported.